Manufacturer narrative:
This report is submitted on september 19, 2019, by cochlear ltd.

Event description:
Per the clinic, the recipient experienced skin overgrowth. The surgeon successfully replaced the abutment connect to attract (date not reported).